Manufacturer narrative:
Fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud notice issued by abbott on 30jan2025. CAPA 139725 has been initiated to investigate this issue.

Event description:
The device is included in the fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud initiated on (B)(6)2025. Abbott r&d internal testing and code review identified an issue where the readings from one cm3100 system session for one patient were incorrectly reported under a different patient. No patient injury was reported. The issue is currently under investigation. (B)(4) was created for the second patient.

Manufacturer narrative:
Fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud notice issued by abbott on 30jan2025. CAPA 139725 has been initiated to investigate this issue. The initial report was sent without the component code. An additional report is being sent to update this.